Manufacturer narrative:
The affected device was examined by dräger service and the log file was made available for further investigation at the manufacturer¿s site. Based on the log file analysis, it could be confirmed that the device detected an internal deviation at around 10:13 p.m. On the (B)(6) 2024 and then performed a warm start. The warm start remedied the internal deviation and ventilation continued as set after the warm start. It was not possible to identify the root cause of the warm start. There was no indication of a faulty component found as result of the device examination and the log file analysis. As part of the service measure, all electrical components were cleaned and checked for secure contact and contact resistances were eliminated. The firmware was then reinstalled on all relevant components. The final test of the device according to the manufacturer's specifications and an additional test run lasting several hours were performed without any deviations. During a warm start, the device opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been successfully completed, ventilation continues with the previous parameters. During a warm start, the display is dark. In the current event, the device reacted as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the affected device, evita xl, failed on the patient, showed a black screen and then restarted. The ventilation was continued after the restart. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the affected device, evita xl, failed on the patient, showed a black screen and then restarted. The ventilation was continued after the restart. There were no patient health consequences reported.